Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the trilogy evo, USA device at a third-party service center, the customer's complaint of "ventilator inoperative red alarm" could not be reproduced. There are no errors indicating an occurrence of a ventilator inoperative. However, the unit presented a failure in the airflow system and contamination. The device was cleaned and repaired. The device's blower bellows seal, blower mount, machine flow sensor, tubing-system pca-tubes, and tubing-blower chassis tubes are contaminated and have been replaced. The device's internal battery door, cooling fan assembly, fan retainer have been replaced due to contamination with dirt and or dust. The device's rear cover, main housing, retention plate, muffler assembly, vanity cover are contaminated with (cigarette) smoke and have been replaced. The device's air inlet foam filter was replaced for periodic maintenance. Device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.